Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. The stent had been implanted in the patient for a couple of months. During a planned stent removal, on (B)(6) 2021, when the physician tried to remove the stent using a snare, the top of the stent tore off, and used a very flexible snare to remove it. It was reported that the stent was successfully removed from the patient. There were no patient complications reported as a result of this event.